Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was suturing vaginal cuff and the device malfunctioned. The suture broke leaving needle embedded in vaginal cuff. X-ray confirmed needle in pelvis. Physician elected to leave needle and the manufacturer was notified. There was no reported patient outcome.